Manufacturer narrative:
Concomitant medical products and therapy date: details of products: item number 0100181520, item name metasul ldh, head, 52, code r, taper 18/20, lot # 23553711. Item number 0100185146, item name metasul ldh, head adapter, m, 0, taper 12/14-18/20, lot # 2363724. The manufacturer did not receive x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. No further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to pain and loosening.